Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation as the vad and the controller remain in use. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the controller log files associated with (B)(6) revealed two (2) controller power-up events, with associated motor start events, logged on 20/feb/2025 at 18:15:45 and on 26/feb/2025 at 01:34:43. Review of the event log file revealed that, prior to the first controller power up event, the controller last had power on 18/apr/2023, indicating that the controller power up likely occurred during a controller exchange. The data point recorded prior to the second controller power up event revealed that (B)(6) was connected to power port one (1) with 40% rsoc and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for approximately twenty-six (26) seconds. No anomalies were observed leading up to the event. Review of the alarm log file revealed one (1) vad disconnect alarm logged on 20/feb/2025 at 18:15:50, likely due to the controller being powered up without the driveline connected. In addition, log file analysis revealed motor start events recorded on 06/feb/2023 at 15:44:28 and at 15:45:54, on 20/feb/2025 at 18:16:26, and on 26/feb/2025 at 01:34:48, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed six (6) vad disconnect alarms have been logged since 21/feb/2025. Of note, log file analysis indicated that (B)(6) was not in use with the pump and was likely the patient's backup controller. As a result, the reported events were confirmed. The most likely root cause of the first controller power up event can be attributed to a controller exchange. The most likely root cause of the second controller power up event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: d1: heartware ventricular assist system ¿ controller d4: serial #: (B)(6); h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Additional motor start history previously reported has already been submitted in reports listed in section h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections h ave been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that review of the log files revealed additional history of various motor start events with parameters outside of the typical range.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1103 / catalog #: 1103 / expiration date: 31-aug-2023 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 08-aug-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited unexpected losses of power. Log file review also revealed motor start events with atypical parameters. The controller and ventricular assist device (vad) remain in use. No patient complications have been reported as a result of this event.